Event description:
Patient's fasttake meter had been displaying a hi mmol/l. The medical affairs specialist (mas) spoke to the reporter in 2005 and obtained/verified the following information: in 2005 the patient tested his blood glucose and received a 163 mg/dl in the morning and took his set aount of lantus 13u. In the afternoon he tried to test and was unable to obtain a reading, meter was not powering on. The batteries were replaced less than a year ago. In the evening he tried to test his blood glucose and the meter powered on and he obtained a hi mmol/l. He did not experience any symptoms at the time of the event and the family member contacted emergency services. While waiting for the paramedics the family member treated the patient with his set amount of lantus 10u. Paramedics arrived 10-15 minutes later and tested the patient and received a 415 mg/dl on their meter and took the patient to the hospital where his blood glucose was over 500 mg/dl in the lab. He was treated with insulin and kept in the hospital for two days. Wife was not told a diagnosis or his reading prior to her husband's discharge. She tested the test strips using the control solution and received a 10.6 mmoi/l. During the meantime the patient had been using the family member's meter, since his meter was in mmol/l. Patient went in for a follow up appointment and was advised to contat lfs to get a replacement meter. He did not receive any medical treatment at the physician's office. Neither patient nor the family member recalls going in the meter settings and changing the unit of measurement. Customer care agent (cca) sent the patient a replacement meter.